Event description:
Pt was to have endovascular repair of 8cm aaa in 2001. This approach was selected secondary to high risk nature of pulmonary status. (C.o.p.d.) Upon first attempts with first stent; it failed to unsheath. A second stent was attempted to be placed and difficulty again encountered with placement. (And inability to do same). Pt became hypotensive and cardiac arrest ensued. Pt unable to be resuscitated and expired.